Event description:
It was reported that the belt clip of the customer's insulin pump broke at the hinges. At the time of reporting, her blood glucose level was 443mg/dl. She was advised that the belt clip would be replaced. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.